Event description:
A facility reported that when using the cusa clarity 23khz standard tip (c7401s), the doctor noticed that the tip was broken. There was the possibility of the device remaining in the patient¿s body. Another device was used to complete the surgery. No information on surgical delay has been provided.

Manufacturer narrative:
The cusa tip was not returned and available for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Additionally, no pictures were provided to aid in the investigation. However, the cusa clarity IFU lists the warnings and cautions that could be related to the reported condition: when the handpiece is powered on, contact of the tip with a hard surface (for example: a metal instrument, tray, staples, clips, instruments, and so on) may damage the tip of the handpiece. To avoid injury or damage to equipment, place system in standby prior to changing tip or clearing a clog. Avoid excessive lateral loading of cusa clarity tips. This may result in injury to the patient and/or user, or equipment damage. When testing the handpiece, do not allow the tip to come in contact with any person or object during tip activation. Contact may result in injury to the patient and/or user, or handpiece tip damage. To avoid product damage, always use the torque base to hold the handpiece while using the torque wrench to tighten or loosen the tip. Avoid over torqueing the tip. The root cause is most likely that one or more of the above warnings was not avoided, in particular most likely one of the warnings about when it is being used during surgery. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
C7401s cusa clarity 23khz standard tip (5 pack) was returned for evaluation: failure analysis - evaluation of the returned tip confirmed that it is fractured completely off at the distal end. However, the fractured off end was also returned, which shows that it was not lost in the patient. Root cause - the cusa clarity IFU lists the warnings and cautions that could be related to the reported condition: when the handpiece is powered on, contact of the tip with a hard surface (for example: a metal instrument, tray, staples, clips, instruments, and so on) may damage the tip of the handpiece. To avoid injury or damage to equipment, place system in standby prior to changing tip or clearing a clog. Avoid excessive lateral loading of cusa clarity tips. This may result in injury to the patient and/or user, or equipment damage. When testing the handpiece, do not allow the tip to come in contact with any person or object during tip activation. Contact may result in injury to the patient and/or user, or handpiece tip damage. To avoid product damage, always use the torque base to hold the handpiece while using the torque wrench to tighten or loosen the tip. Avoid over torqueing the tip. Therefore, the root cause is most likely that one or more of the above warnings was not avoided, in particular most likely one of the warnings about when it is being used during surgery. No relevant capas were discovered and no other actions have been identified relating to this issue. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation. No further action or investigation planned for this complaint. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.